Event description:
During a site visit to the picu, customer reported the peripheral primary line disconnected from the smartsite valve and leaked. Upon inspection, the piston on the smartsite valve was found recessed. Customer reported that the pt arrived in the picu around 2200 on (B)(6) 2013 and the disconnection occurred sometime in the morning on (B)(6) 2013. The valve and the primary set were replaced and the infusion restarted without incident. There was no report of pt harm or medical intervention. No further pt/event info is available.

Manufacturer narrative:
(B)(4). The product was discarded by the customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.